Event description:
It has been reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device evaluation pending. This issue is being reported as alert could not be cleared by customer.